Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed system error user advisory "(ua)45" (not at "home" position after power-on/restart) was confirmed during the initial functional test and archive data review. The investigation findings revealed drive train motor very stiffed and noisy. Therefore, the root cause of the reported (ua)45 error was due to a damaged drive train motor. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing returned autopulse platform failed due to ua45 (not at "home" position after power-on/restart) displayed during powered on. Thus, confirming the reported complaint. To remedy ua45, the drive train motor assembly was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical records were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) message on the control panel. The user was unable to clear the error message and continued with manual CPR. No known impact or consequence to patient information was provided.